Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an open strabismus ophthalmology surgery, on the connection of the lower 2 conjunctiva muscle attachments, the surgeon stated that 3 suture muscle attachments were placed in strabismus surgery; one top and two on the bottom of the eye conjunctiva, but it was observed that the two lower sutures had unraveled. The patient was hospitalized and returned to surgery to re-attach the unraveled 2 suture muscle attachments. The surgical time was extended by 30 minutes or more due to the product problem.